Event description:
It was reported that approximately one week post implant, the patient recieved 40 inappropriate shocks and was brought to the emergency room. There was sensing difficulty, noise, and high impedance readings of greater than 2500 ohms on both leads. The device was explanted and replaced. No further patient complications have been reported as a result of this event.